Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision srom stem: dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implant date approximately 3 years ago. First revision was a head and liner change. Originally a neutral liner, which was changed to a +410d liner. Revision of srom stem (B)(6) 2018. Stem dislocated due to implant positioning and sizing. Undersizing allowed for stem to move, and not fixate to bone. Surgeon stated nothing wrong with the stem, and surgeon error when implanting resulted in need for revision. Female patient initials (B)(6). Impacted product: unknown jrn: srom stem 14x9 - discarded , unknown jrn: +410d liner 36x52 - discarded , unknown jrn: metal head 36+9 - discarded . Related product: unknown jrn: pinnacle gription multihole 52mm - implanted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.